Event description:
It was reported that, during an arthroscopy surgery, the control unit pump, deeply infiltrated into the patient shoulders even when the flow was low. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopy surgery, the control unit pump, deeply infiltrated into the patient shoulders even when the flow was low. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information ¿e1: address line 1, foreign city, zip code¿.